Event description:
The needle detached inside the patient, but it was recovered immediately with no further issues to the patient. They switched to a different device to complete the case with no harm to the patient and no operating time extension. No further information is available at this time.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/02/2015.

Manufacturer narrative:
(B)(4).